Manufacturer narrative:
H6 medical device problem code: against resistance, failure to follow steps / instructions. A visual inspection was performed on the returned guide wire and the reported break was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. There were additional coil breaks and coil damages noted on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. A cine was received and reviewed by an abbott vascular clinical specialist, concluding that the probable cause is likely the guide wire¿s use in the calcification of the vessel, which may have prohibited the guide wire from torqueing freely. It should be noted that instructions for use guide wire hi-torque proceed ce, states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets resistance. In this case, the drilling technique used during the procedure against resistance appears to have caused or contributed to the reported break as it is likely that the drilling caused the tip to get caught in the calcium. Further drilling resulted in the reported break based on the cine review and reported information, the investigation determined the reported failure to advance and break appear to be related to user error. It is likely that the drilling technique used in the procedure against resistance likely caused the tip to get caught in the calcium. Further manipulation and drilling ultimately resulted in the reported/noted coil breaks and subsequent noted coil damages to the guide wire. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, heavily tortuous, 100% stenosed, de novo lesion in the right foot/tibioperoneal trunk (tpt). An ipsilateral approach was done with a 5french (fr) introducer. A 3cm ht proceed 220 t guide wire (gw) was inserted under support of a non-abbott support catheter, to engage the wire at the proximal cap. Drilling technique was completed for the first 2 to 3cm, after which the gw was unable to be advanced, no movement was noted at the tip level. The gw was removed, and the coil was broken at the core. It¿s the physician¿s opinion that this was due to the resistance of the gw with the calcified lesion. Additional attempts to cross the anatomy were made with a connect gw and a command 18 gw unsuccessfully. They decided to stop the procedure as the patient¿s foot was not at risk and make another attempt at a later date via retrograde approach. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.